Event description:
In 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, an x-ray of the surgical area revealed a fragment from the tip of the wand remained in the subacromial bursa of the pt's shoulder. There are no plans to reoperate to remove the fragment. No pt injury was reported and the pt is reported to be doing well.